Manufacturer narrative:
Preliminary analysis of the provided files could not confirm the reported switch in nominal mode.

Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2020 to attend a regular follow-up. Proper functioning of the pacemaker was observed. During the night, the patient was admitted to the emergency due to a general malaise and pectoral stimulation. Upon interrogation, the device was found operating in vvi pacing mode at 70 min-1, with a ventricular output at 5 v and ventricular lead pacing configuration set in unipolar. After the device was reprogrammed in vdd 50 min-1 with ventricular pacing set in bipolar configuration, no pectoral stimulation was observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2020 to attend a regular follow-up. Proper functioning of the pacemaker was observed. During the night, the patient was admitted to the emergency due to a general malaise and pectoral stimulation. Upon interrogation, the device was found operating in vvi pacing mode at 70 min-1, with a ventricular output at 5 v and ventricular lead pacing configuration set in unipolar. After the device was reprogrammed in vdd 50 min-1 with ventricular pacing set in bipolar configuration, no pectoral stimulation was observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2020 to attend a regular follow-up. Proper functioning of the pacemaker was observed. During the night, the patient was admitted to the emergency due to a general malaise and pectoral stimulation. Upon interrogation, the device was found operating in vvi pacing mode at 70 min-1, with a ventricular output at 5 v and ventricular lead pacing configuration set in unipolar. After the device was reprogrammed in vdd 50 min-1 with ventricular pacing set in bipolar configuration, no pectoral stimulation was observed.